Event description:
Intravascular ultrasound (ivus), imaging catheter became stuck on a stent that was placed during a percutaneous coronary intervention (pci) procedure. The case was continued and completed with another ivus catheter. Pt was reported in good condition. Several attempts have been made by the manufacturer to obtain additional information without success. As it is unknown if intervention was needed to remove the catheter, the event is being filed as a malfunction only.